Event description:
Medical eval: no medical eval performed, seriouse injury report was due to oxygen saturation dropping from 985 to 92%. Other then a transient dip of oxygen saturation no serious injury was noted or reported. Pt recovered on different ventilator. Design changes: no design change attributed to this complaint.

Event description:
Ventilator delivered 3 breaths at 15 cmh2o then 1 breath at 4cmh2o. Paused for several seconds, then repeated.